Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated a cell-dyn ruby analyzer generated a sample ID mismatch. Two samples from two different patients were placed in positions 1 and 2 in a sample rack. Both reports were generated with the sample info from only one of the patients. The datalog and analyzer reports were requested from the customer but not yet provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Based on the submitted data, the possibility of specimen ID (B)(6) being moved from position r14t1 to r14t2 to accomocate a possible stat sample in position r14t1 could not be eliminated. The sample results, specimen ID and demographics for the two samples in question were different from each other. The complaint issue of "both samples were identified with one sample information" was found to be inaccurate. Tracking and trending did not identify an adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. A product deficiency was not identified.